Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The cable receiver was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 7700 system's screens remained blank after it was started up. No pt injury was reported.